Manufacturer narrative:
(B)(4). Batch # p58839. Device evaluation: the analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure after the 6th firing the surgeon noticed a gold shaving in the anvil of the device. Upon removing the device he was unable to locate the shaving. It is unknown whether it was left in the patient, stuck in the trocar or fell out elsewhere. The staple line was oozing somewhat and 3 clips from a clip applier were used to control the oozing. An additional firing was completed to finish the case. There were no patient consequences reported.